Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels and ketones. The customer was also had a bladder infection and kidney stones. The customer's blood reading was 562 mg/dl at the time of admission. The mother was unable to troubleshoot at the time of the call, and stated that she would call back. Nothing further was reported.